Event description:
A medtronic representative reported that the site articulating arm does not lock completely when tightening the handle. There was no patient present when this concern was identified.

Manufacturer narrative:
No patient was present. RMA was issued. No parts or files have been received by the manufacturer.

Manufacturer narrative:
The instrument end of the vertek arm is locked up. This is a down revision part. A replacement vertek arm has been sent to the site for issue resolution.